Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was high and the customer was hospitalized on (B)(6) 2015 and was discharged on (B)(6) 2015. There was no permanent damage. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. The customer indicated that another unspecified method will be used to manage diabetes.